Event description:
It was reported a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The transseptal puncture (tsp) was completed using a versacross connect for laac kit. The physician lost left atrium (la) access from the first transseptal while trying to manipulate with the was sheath, trying to engage with laa. Intracardiac echocardiography (ice) was pulled back to right atrium (ra). A second transseptal was completed. The physician advanced the was sheath and dilator into the left atrium. Ice was then moved into right ventricle (rv) and out the pulmonic valve into the pulmonary artery (pa). The appendage was visualized to confirm was sheath and dilator access in the la. Both the was sheath and dilator were visualized near appendage on imaging. The physician pulled ice back out towards ra from pa when an effusion was visualized. The procedure was aborted and pericardiocentesis was performed to treat the effusion. The patient remained hemodynamically stable. In the physician's opinion, there was an effusion with a suspected perforation in the laa that may have been caused by the wire and/or dilator. The patient was held overnight for monitoring and has been discharged home.